Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 09/12/2011 by fax and mail. Additional info was received in a follow up phone call on 09/09/2011. A completed questionnaire was received on 09/21/2011. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had a refractive surprise due to the lens being shifted off axis. In a follow-up, the surgeon's technician reported the lens was rotated one week after implant surgery and the iol is in"perfect position". The surgeon further reported the event resolved following the iol rotation. In her opinion, the device did not cause/contribute to the event. The surgeon reported the pt has strabismus and that it was possible that the marks placed preoperatively by the anesthesiologist were not aligned properly.